Manufacturer narrative:
H3) the system and instrument were tested. It was determined that the instrument was bad causing the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site reported issues when registering with the passive planner probe, and tracking. The system appeared to have the probe pop in and out of view. The representative stated this has happened before and it was determine to be user error. The blunt planar probe was bad and the site was sent a quote for a new one. The issue occurred pre-operative so there was no patient present. The representative tested the system. Prior to the case it was found to drop out intermittently. They swapped out the spheres and encountered the same issue. They tested a probe from their inventory and everything worked perfectly. It was determined that the blunt planar probe needed to be replaced. Registration was still possible with the bad probe but it was difficult to complete. There was no patient involvement.